Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title ¿managing commissural mitral valve regurgitation following transcatheter mitral valve repair using the amplatzer occluder device.¿ the device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported perforation and recurrent mr were unable to be determined. The reported dyspnea was a cascading effect of the reported recurrent mr. The reported patient effects of mitral regurgitation, dyspnea, and perforation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
The article, ¿managing commissural mitral valve regurgitation following transcatheter mitral valve repair using the amplatzer occluder device¿ was reviewed. The research article presented a case study of a 74-year-old male patient who originally presented due to severe symptomatic mitral regurgitation (mr) and a posterior leaflet flail. The patient underwent a mitraclip transcatheter edge-to-edge repair (teer) procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a posterior leaflet flail. A mitraclip was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. On the same day, a transthoracic echocardiogram (tte) was performed and revealed mild-to moderate residual regurgitation. Thirty days post procedure, a tte revealed mild-to-moderate residual regurgitation. Six months post procedure, the patient presented with recurrent dyspnea. A transesophageal echocardiogram (tee) revealed severe recurrent mr at the medial commissure with an eccentric jet, similar to findings from prior ttes. The mitraclip device appeared to be well seated without evidence of leaflet detachment. Despite treatment with optimal medical therapy, the patient remained symptomatic, experiencing dyspnea after mild exertion. A detailed discussion regarding further treatment options was held. These options include surgical repair/replacement, additional mitraclip placement, and closure/sealing of the residual commissural defect. The patient was not a suitable candidate for surgical intervention or repeat mitraclip placement due to the extreme medial location of the defect causing mr, limited space to steer an additional clip, and high surgical risk. After a review of the literature, an off-label treatment with the amplatzer occluder device was recommended for severe mr after conservative management had failed. An amplatzer occluder procedure was performed to treat the atrial septal defect (asd). An amplatzer closure device was deployed without difficulty. The procedure was successfully completed, and mr was significantly reduced. The patient was discharged on the following day and closely monitored in the outpatient setting. Repeated echocardiograms were performed at one month, six month, and one-year intervals without evidence of recurrent mr. Most importantly, the patient reported significant improvement in their exertional dyspnea. The article concluded that patients with clinically significant degenerative mr should be offered surgical or minimally invasive options to correct the underlying defect. For patients adjudicated to be poor surgical candidates, mitraclip offers a safe and effective option to correct the underlying defect, with an overwhelming defect, with an overwhelmingly high success rate based on five-year outcomes from the everest ii trial. In a minority of these patients presenting with recurrent severe mr due to a residual commissural defect in the mitral valve and overall poor surgical candidates, the amplatzer occluder device provided a safe and effective interventional option. The primary author of the author of the article and the correspondence author is marc t. Zughaib, fellow physician, with the corresponding email mtzughaib@gmail.com.